Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, dashes (---) were noted for most parameters. The device could not be programmed out of vvi mode and measured data revealed a high current drain of 54ua. A software download was not successful. Therefore, the device was replaced.